Event description:
It was reported that the patient presented to the laboratory. During the device interrogation, it was noted that the right atrial lead had dislodged which resulted in far r-wave over-sensing. The lead dislodgement was confirmed by x-ray. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.